Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was display error messages for pressure sensor. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report their unit was displaying error messages for the pressure sensor. The rse advised the customer to confirm that the 4 solenoids on the flow sensor assembly were aligned correctly. The customer informed the rse that they would check the solenoids and replace the data acquisition (da) printed circuit board assembly (pcba) if needed. The customer called back and informed the rse that replacing the solenoids and da pcba had resolved the issue. The customer replaced the solenoids and da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.